Manufacturer narrative:
Follow-up #1: date of submission 01/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: ¿loss of prime¿ complaint is duplicated. Black box shows no evidence of loss of prime, ¿cs162¿ warnings are observed. Returned battery cap and cartridge cap were used to complete the investigation. The piston is unable to detect the cartridge upon the first load attempts. Force sensor calibration reading is below specification. The pump was opened and disassembled, moisture corrosion was found to the printed circuit board and on the force sensor plate: resistance reading is above specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.